Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) shut down then started back up. Upon boot up the monitor's display screen was blue, displaying a "windows has shut down to prevent harm" error message. The biomedical engineer was advised that this was most likely due to overheating and that he should clear any dust and debris that may be clogging the vents on the device. After clearing the debris, the central nurse's station (cns) booted up normally and was working as it should. The device was in use on patients, however no patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down then started back up. Upon boot up the monitor's display screen was blue, displaying a "windows has shut down to prevent harm" error message.